Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve mild paravalvular leak (pvl) was identified following the index procedure. Approximately 4 years and 9 months following the valve implant procedure structural valve deterioration was reported. Predominant aortic regurgitation with ¿severe¿ hemodynamic valve deterioration (hvd). This hvd was specific to a new or increase of =2 grades of intra-prosthetic aortic regurgitation resulting in severe aortic regurgitation. Patient symptoms were not reported. Ultimately, approximately 2 weeks following the report of this event the existing medtronic valve was revised with a valve-in-valve intervention. A non-medtronic valve was implanted as the active valve.